Event description:
It was reported that when the patient came to the clinic for a check-up, device interrogation showed two non-sustained vf episodes with aborted therapy. Review of the strips showed ventricular noise on both the vf episodes. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.